Manufacturer narrative:
(B)(4). Date sent: 01/21/2020. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows tissue from top view and a staple in the lower tissue can be seen no properly formed. Based on the photo reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). D4: batch # t5e072. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damage and with a cartridge reload present. The reload was received fully loaded with staples and with the swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The device and returned cartridge were tested for functionality, fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. The event described could not be confirmed as no malformed staple were observed and the device performed without any difficulties noted. This condition of reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown open procedure, the stapler was fired 2 times with 2 reloads. The first time the stapler was ok. The second time the clips did not bend correctly (the clips legs are not bent). There was no harm done to the patient. I have at this time not any more information.